Manufacturer narrative:
(B)(4). A manufacturing review is in progress. A supplementary medwatch report will be filed upon receipt of additional information.

Event description:
A peritoneal dialysis (pd) patient discovered fluid leaking from the disposable tubing set of his peritoneal dialysis cycler when removing the set following treatment. The patient's pd nurse stated that the patient did not experience any adverse event as a result of the fluid leak. The patient was not administered an antibiotic and was not hospitalized. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.